Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device-related imagery and 3mensio were evaluated and high-level observations are summarized as follows: the balloon burst radially and longitudinally. The distal end of balloon wings was flared outwards. Calcification was present at sinotubular junction and landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the complaint for balloon burst was confirmed based on provided imagery. Available information suggests patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as 3mensio revealed the presence of calcification at landing zone and it was also noted that additional 2cc volume were added to the balloon prior inflation. In this case, the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26mm commander delivery system balloon burst during valve deployment. The valve was fully deployed as it burst right at the peak of inflation. An additional +2cc were added to the balloon. It was removed without any difficulty and without harm to the patient. The patient was in stable condition following implant.

Manufacturer narrative:
The investigation is ongoing.